Manufacturer narrative:
Evaluation summary: a visipro device was returned evaluation. A bent strut was observed on the returned device in the transportation tray. The visipro device was removed from the tray to conduct further analysis. A proximal stent strut with radiopaque marker hoop was noted to be bent distally when the visi-pro system was removed from its transportation tray. The bend to the strut was observed approximately 1mm distally. Sanguine residue was noted within the balloon chamber and inflation lumen port of the y-manifold. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a visi pro for the treatment of a slightly calcified cto lesion in the right common iliac artery. The IFU was followed and the device prepped without issue. It is reported that the device was unable to cross the lesion. The physician then further dilated the lesion with unknown make of coronary balloons of the following sizes: 1.5x15mm, 2.5x15mm & 3x20mm. The physician completed procedure using another medtronic device. No patient injury was reported.